Event description:
Pt had a right heart cath performed. When removing the micropuncture wire, there ws some resistance. The wire appeared intact. The pt had a CT scan the following day which showed a 0.9cm metallic fragment in the rv.

Manufacturer narrative:
No manufacturing lot number was provided. Unable to review manufacturing and quality documentation. No product was returned for evaluation. No intervention ws required. The physician indicated that there was resistance met when removing the wire after a device placement and that the wire appeared to be intact upon removal. Without the failed device and/or manufacturing lot number, there is not enough information available to reach a conclusion.